Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective component/device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer will attempt to calibrate the inlet and then fio2. If the issue persist, a gde (gas delivery engine) will be ordered. No further customer activity has occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was having an issue with the fraction of inspired oxygen (fio2). Furthermore, there was no patient associated with the reported event